Manufacturer narrative:
H6: the probe, lot number: 250305, was returned to the manufacturer for analysis. As reported, the tip of the returned probe was bent. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during surgery, the tracker probe was bent. There was no delay in the procedure and no impact on patient outcome. Additional information was received. It was reported that there was no issue with orange tracker. The issue was that the thoracic probe was bent at the tip.